Event description:
The customer reported no display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): this complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.